Manufacturer narrative:
D10 continued: 5076-58 lead implanted: (B)(6); 6945-65 lead implanted: (B)(6) 1999; a7700-23 mechanical valve implanted: (B)(6) 1998. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that additional lia triggered on the rv lead. A review of the device data by qualified personnel observed mirror image oversensing between the rv pace-sense lead, and the right atrial (ra) lead, which was likely due to these leads rubbing against each other and causing insulation damage to both. There were high thresholds on the rv lead. It was further reported by the patient that their device stops pacing, and "I feel a bad sensation inside of me". The patient indicated that the clinic told them there was interference with the device, and the rv pace-sense lead is the lead in question. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.